Event description:
Information received indicates the beds head section function will not work.

Manufacturer narrative:
The hill-rom tech found the wire for the head section up was disconnected to the solenoid. The technician re-connected the wire to repair the bed.